Event description:
It was reported to medtronic minimed that the customer experienced crack on the battery compartment. The customer reported no adverse event. The event involved product mmt-1884. Troubleshooting was performed. No harm requiring medical intervention was reported. The customer discontinued using the device. Mmt-1884 was requested and it was returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. P-cap locked in place properly during testing. Unit was received with original battery cap missing battery cap contacts. Proceeded to use new battery and battery cap. Unit was received with the following cosmetic damages: label damage (faded), cracked case (battery tube), battery tube threads - cracked, cracked case, scratched case, and pillowing keypad overlay. In summary, customer allegations for cosmetic damage were confirmed during visual inspection when cracked case (battery tube) was noted. Additionally, unit was received with original battery cap missing battery cap contacts. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.